Manufacturer narrative:
(B)(4). Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Tibial component star total ankle. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient was revised to a in bone total ankle. It was also noticed that the alignment has changed some. The x-rays show this medial escape of the poly and the talar component "butting against this screw in his malleolus. All the components were explanted.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item.

Event description:
It was reported that the patient was revised to a in bone total ankle. It was also noticed that the alignment has changed some. The x-rays show this medial escape of the poly and the talar component "butting against this screw in his malleolus. All the components were explanted.